Manufacturer narrative:
The device was not returned for evaluation as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime small vessel, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a distal edge dissection occurred after the 2.5x23 mm xience prime stent was implanted in the moderately tortuous, mildly calcified mid left anterior descending coronary artery. A 2.5x15 mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.